Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a guide wire tip fracture occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous bifurcation of the left anterior descending (lad) and diagonal (dx) arteries. The physician advanced the 185cm kinetix guide wire through the lad to the target lesion without any resistance. Then while attempting to advance past the lesion into the dx, the guide wire went into a small branch and became stuck. During an attempt to remove the wire the tip fractured. The physician felt it was better for the patient to leave the fragment where it was then to attempt to retrieve it. The procedure was completed with a bare metal non-bsc stent. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluation: examination of the returned device revealed the distal tip, including coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The high torque sleeve (hts) measured 6.25in. A small portion of the hts was removed to reveal the corewire. The corewire was fractured. The fractured end of the wire was bent. Scanning electron microscope (sem) analysis of the corewire fracture concluded that the corewire fractured due to ductile torsion/bending overload with a possible tensile component. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a guide wire tip fracture occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous bifurcation of the left anterior descending (lad) and diagonal (dx) arteries. The physician advanced the 185cm kinetix guide wire through the lad to the target lesion without any resistance. Then while attempting to advance past the lesion into the dx, the guide wire went into a small branch and became stuck. During an attempt to remove the wire the tip fractured. The physician felt it was better for the patient to leave the fragment where it was then to attempt to retrieve it. The procedure was completed with a bare metal non-bsc stent. No complications were reported and the patient's status is stable.